Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/hevy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's concurrent conditions included vertigo, multiple allergies, anemia and adenomyosis. Concomitant products included cetirizine hydrochloride, montelukast sodium (singulair), norethisterone (norethindrone) from 2014 to 2016 and rizatriptan benzoate (maxalt). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache"), headache ("headaches") and abdominal pain ("abdominal pain/abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage and dysmenorrhoea had resolved and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were placed in each ostium and the coils were visualized in the cavity post placement diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded); on (B)(6) 2015: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Outcome of dysmenorrhea and heavy bleeding were updated. Essure removal date was updated. Concomitant medications were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's concurrent conditions included vertigo, multiple allergies, anemia and adenomyosis. Concomitant products included cetirizine hydrochloride, montelukast sodium (singulair) and rizatriptan benzoate (maxalt). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were placed in each ostium and the coils were visualized in the cavity post placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded); on (B)(6) 2015: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs received. Lab data added. Concomitant medication and condition added. Events : failure to occlude (close) fallopian tube(s),heavy bleeding, pain / pelvic pain, abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dysmenorrhea (cramping) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.